Event description:
It was reported that during preparation of a water vapor therapy procedure, the first delivery device had error 275 (syringe water fill error) occurred. A second delivery device was used to continue with the procedure but the error 275 occurred again. The procedure was cancelled and the patient was already sedated. There were no patient complications. This event is being reported for aborted/cancelled procedure.

Manufacturer narrative:
Correction e1 initial reporter title: dr. Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis did not identify any anomaly with the delivery device as it was returned in overall good physical condition. The backplate and top housing of the delivery device were removed for internal visual inspection. The interior of the delivery device was in overall good physical condition. Mechanical and functional testing did not identify any abnormality/defect. The device successfully completed priming, pretreatment and treatment sequence as intended. The reported event of error 275 occurred cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation as product analysis of the returned device did not identify any anomaly that would have led to the reported difficulty.

Event description:
It was reported that during preparation of a water vapor therapy procedure, the first delivery device had error 275 (syringe water fill error) occurred. A second delivery device was used to continue with the procedure but the error 275 occurred again. The procedure was cancelled and the patient was already sedated. There were no patient complications. This event is being reported for aborted/cancelled procedure.